Event description:
A caller reported an issue with a continuous glucose monitor, specifically cgm error 42, associated with a g7 sensor. The error did not affect the customer's blood glucose level. The customer resolved the issue independently by resetting the pump, after which the error did not reoccur, and they successfully started a new sensor session.